Event description:
After ob/gyn used new brush test for annual pap smear, rptr bled (moderately-2 pads or tampons a day) for five days. She began bleeding immediately. Her ob/gyn said she would bleed "for a bit", but rptr stated five days is rather excessive for a pap smear. Rptr feels there must be a better way to assure a good pap smear speciman.